Event description:
Affiliate reported, that the valve of complaint was eventually replaced. It was implanted in 2007 and replaced in 2008. It was noted that the stepping motor or another component of the system in the valve housing had detached from the base plate.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.